Event description:
While on the line with technical support, reporter discovered missing segments in the meter's result display, when running a blood glucose test with the system. No associated injury was reported. The reporter was calling from device owner's home. Technical support requested the return of the suspect product and replacement product was shipped. System: compact meter and compact test drum (specific drum information was not provided by the reporter).

Manufacturer narrative:
The compact meter is the suspect device.